Event description:
The pt received her scs system on (B)(6) 2005. It was reported that she can no longer locate her ipg using the charging system. In an effort to resolve this matter, a replacement charging system was sent to the pt. Follow-up found that despite the use of the replacement unit, the alleged problem persists. No further info is available at this time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.